Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported therapy was off per the clinician¿s request as they wanted to track lfp with no therapy being delivered at this time. The cause of the error codes weren¿t determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the patient's stimulator was off. Still, today, they attempted to record an event and encountered a system error: "the system has encountered an unexpected error. Contact mdt technical support. Code 0x74156eaf." The caller also reported receiving a service code 1716: "contact your clinician to review your neurostimulator settings. Your settings may require an update". The agent worked with the caller to exit the session and retry. After tapping "connect" in the app, they received the 1716 code again. They tapped "exit," which took them to the screen where they could turn therapy on or record an event. When they tried to record the event, they received the 0x74156eaf code again. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider to address it further. Additional information provided during the call included that the patient had recent programming done on the 18th of september. Upon calling the representative back to clarify the event date, the caller mentioned that prior to the appointment, they were not getting errors. After the appointment, the patient was doing great and did not need to record events until today, which was when they encountered the error messages. The manufacturer representative (rep) provided additional information on 2024-oct-11, saying they still wanted to get brainsense and events, but the patient couldn't get them because of error code 1716. Tss reviewed that code 1716 indicates that the programmed parameters of the ins are invalid and not programmed with therapy parameters. The device should be interrogated with a clinician programmer to check the programmed therapy parameters. Additional information was received from the manufacturer representative (rep) on 2024-oct-16 that when connected to the tablet, they got a warning of 'invalid active group. No active group is defined on the device. Would you like to activate one of the groups below?". The rep connected to the device and selected a new group. The rep said the device should work 'off but switched it 'on' as the rep needed the data and wanted to avoid this error again. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.